Manufacturer narrative:
As reported, the tip of a 6-12f mynx control venous vascular closure device (vcd) had a split at the distal tip. The split was noted when inserting into an unknown sheath. The device was discarded, and replaced with a new device of the same lot to complete the procedure without issue. The mynx vcd was used in an interventional procedure with an antegrade approach. The deployer was mynx certified. The device was used with a 9f non-cordis sheath. There was no device or package damage prior to use, and the device was stored and prepped according to the instructions for use (IFU). No excess force was applied during insertion. The sealant was prematurely exposed/deployed during sheath insertion. The device is not being returned for evaluation. Two photos were received for review. In the photos, a mynx unit is observed, the sleeves on the unit are split and the sealant is noted to be swollen with the balloon deflated. The handle of the unit could not be observed. No other anomalies nor outstanding details could be observed with the images provided. A product history record (phr) review of lot f2433001 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported event of ¿sealant sleeves (cartridge assembly)-frayed/split/torn¿ was confirmed through analysis of the pictures received. However, the reported event of ¿mynx control system-deployment difficulty-premature¿ was not confirmed through analysis of the pictures received since the state of the buttons could not be determined. The exact cause of the issues experienced by the customer could not be determined. Based on the information available for review and the picture analysis, procedural/handling factors (even though it was reported that excessive force was not applied during insertion), access site vessel characteristics (which was not provided) and/or the condition of the procedural sheath (which was not included in the images received) may have contributed to the frayed/split/torn condition of the sealant sleeves noted, and the subsequent impedance during insertion. It should be noted that the mynx control venous device is manufactured with the sealant sleeve assembly at the distal end of the catheter cartridge tubing. The sealant sleeve assembly is assembled with 2 side slit overlapping sleeves. The sealant is placed right under the sealant sleeve assembly and is protected from being exposed prematurely. The slits are designed to decrease unsheathing force and increase deployment reliability. Refer to the diagram of the mynx control venous vcd within the instructions for use (IFU) displaying the sealant sleeve slit. If the outer sleeve is damaged/shredded during prepping phase and/or insertion into sheath, it could cause the sealant to be exposed/swollen prematurely, and/or obstruct the device path. As warned in the IFU, which is not intended as a mitigation, ¿do not use if components or packaging appear to be damaged or defective or if any portion of the packaging has been previously opened.¿ additionally, the IFU states, step 1: position balloon, "carefully hold and insert the atraumatic catheter tip of the mynx control venous vcd 6f-12f through the sheath valve. Align the device to the relative angle of the procedural sheath and carefully advance the catheter until the sheath catch is adjacent to the hub of the sheath. Rotate the sheath catch as needed to hook onto the sideport of the procedural sheath.¿ neither the picture analysis, the phr review, nor the available information suggest that the issue experienced by the customer could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the tip of a 6-12f mynx control venous vascular closure device (vcd) had a split at the distal tip. The split was noted when inserting into an unknown sheath. The device was discarded, and replaced with a new device of the same lot to complete the procedure without issue. The mynx vcd was used in an interventional procedure with an antegrade approach. The deployer was mynx certified. The device was used with a 9f non-cordis sheath. Here was no device or package damage prior to use, and the device was stored and prepped according to the IFU. No excess force was applied during insertion. The sealant was prematurely exposed/ deployed during sheath insertion. The device is not being returned for evaluation. Preliminary picture analysis: two images were received for review. Per preliminary image review, the sealant was swollen with blood within the sealant sleeves, and the sealant sleeves were starting to split at the visible slit due to the swelling. No issues were noted to the atraumatic tip. In one image, the end of the sealant is exposed/uncovered from the sealant sleeves.